Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 250cc saline prosthesis. Deflation on the left breast prosthesis and bilateral ptosis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503504bc, serial number (B)(4) and right replaced with catalog 3503504bc, serial number (B)(4) on (B)(6) 2018. This report is for the right implant.